Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is (B)(6). The reported device is being returned by the distributor. Once the device's evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to achieve primary stability and was removed due to pressure to the infraorbital foramen. The patient complained of pain and sensitivity. The implant was removed 3 weeks after it was placed in the tooth # 45. The implant site had type 2 bone quality. There was no infection. The patient has the history of smoking. Per the provided information, oral hygiene was noted as bad. The symptoms have been relieved after the removal of the implant. The patient is healing. There was no abnormality with the implant.

Manufacturer narrative:
Corrected sections: brand name was changed from inclusive tapered implant 3.7 mmd x 10 mml x 3.5 mmp to inclusive tapered implant 3.7 mmd x 8 mml x 3.5 mmp. Model and catalog number was changed from 70-1070-imp0006 to 70-1070-imp0005. Expiration date was changed from 07-dec-2022 to unknown. UDI number was updated to ni- no information as the reporter could not provide a lot number for the reported suspect product. Manufacturing date was changed from 07-dec-2017 to unknown. The device was returned and investigated; however, it was noted that the device did not match the initial complaint description. Reporter was contacted and could not confirm model, lot and size of the initial product returned. The returned product was measured and confirmed to be an inclusive tapered implant 3.7 mmd x 8 mml x 3.5 mmp. Therefore, the information was updated accordingly. A visual and microscopic evaluation was performed. In addition the device was measured with a radiographic template. The lot number of the device was asked but unknown; thus, the device history record (DHR) could not be reviewed. The critical parameters were measured and there was no non-conformity found, the product met specifications. Although the root cause for failure to achieve primary stability is inconclusive and specific to each case, probable could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. However, per provided information, the implant was removed due to pain and sensitivity caused by impingement on the mental foramen and its contents. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also stated that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully with to avoid damage to implants or other components. Implants should be placed with sufficient stability." No abnormality with the implant was confirmed, this event will be tracked and trended.